Manufacturer narrative:
Follow up # 1/supplemental report text-11/16/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the display on the onetouch ping meter is damaged. The display has lines and a purple/orange eyeball like blob. The patient's diabetes is managed with an insulin pump. The display on the subject meter was damaged on (B)(6) 2010 at 9 am. At the time of concern, the patient reportedly obtained readings of "168 and over 200 mg/dl" from another device. At 9:45 am, the patient went to hospital where he was treated for nausea and received IV fluid and 10 units of novolog insulin. The patient was diagnosed with "mono" and "on the verge of ketoacidosis." There was no allegation of hypoglycemic or hyperglycemic symptoms due to the alleged issue. According the troubleshooting performed with customer service, the patient reportedly may have dropped the meter while he was feeling ill. The serious injury is being ruled out due to the following conclusions: given the short time between the onset of the alleged issue and the medical intervention suggestive for hyperglycemia, the patient was likely hyperglycemic prior to or when the issue began. Therefore the meter did not contribute to the patient's alleged hyperglycemic incident. However, this complaint is being reported as a malfunction due to the alleged display issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k082590.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, once the device had been fired, it would not open. No other details of the event were reported. It is unknown how the procedure was completed. No patient impact reported.